Event description:
Aneurysm and vessel morphology were not reported. During the procedure, the physician noted a problem with the position of the endurant markers. The ro marker placed on the distal part of the contralateral gate wasn't placed at the right position, so when the physician deployed the contralateral leg, it deployed to the front and made a ballerina position to the stent graft. The device was implanted without issue. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (lack of information, no product or films received). Evaluation, conclusion: (lack of information, no product or films received).